Event description:
It was reported that during a biceps tenodesis surgery the device broke. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-3687 batch 15302079 was received for evaluation. Visual inspection found that the device arrived without the anchors/sutures for evaluation. The notch was broken off. Functional testing was not performed as the device was received broken/damaged. The method of bone preparation employed during the procedure and the bone quality encountered were not provided. The most likely cause of the reported failure is user error, specifically excessive impaction, which could result in damage to the inserter and/or breakage.